Event description:
The iab did not malfunction. As a result of the event, the pt had a major ischemia complication and the iab required removal. The contact stated that the pt went on to expire on 8/23/97 and the death was not a direct consequence of the iab or iab therapy. (Event complications: major ischemia/removal required-reported 8/26/97). (Pt's current status: expired-rpt'd 8/26/97).